Manufacturer narrative:
The insulin pump was received with a broken end cap. The insulin pump also had a blank display due to a broken component on the interface board.

Event description:
The customer's mother reported a cracked case after the customer fell. Advised that the insulin pump would be replaced. Nothing further was reported.